Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that injector n35-o disconnected. The following information was provided by the initial reporter: material no: 515052 batch no: unknown it was reported injector disconnected. Verbatim: emory recently reported that they have experienced disconnections oh the inpatient side on their 24 hr infusions and the connector (c-35-o)/injector (c-40-o) connection point and then also mentioned issues with their needless connector (not our product) connected to their huber (also not our product) on the outpatient side during their home infusions while at home with the patient. Line disconnected - didn't provide much additional detail other than on inpatient during their 24 hr infusions on in op on their home infusion pumps.